Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. Treatment was not reported. Ten days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. On an unreported date in the same month, dianeal and extraneal therapies were discontinued, and the patient was placed on hemodialysis. No additional information is available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter extension set should additional relevant information become available, a supplemental report will be submitted.